Event description:
Customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. Customer tested patient by fingerstick on the meter and the result was 5.4 inr. The customer then retested the patient on the meter and the result was 5.2 inr. The patient had a lab test done within 7 hours and the result was 3.4 inr. The patient has a therapeutic range of 2.0-3.0 inr. Patient has no hematocrit issues, no antiphospholipid antibodies, no direct thrombin inhibitors, no heparin, no diet changes, no new medications, no new illnesses and no bleeding or bruising. The patient had decreased their warfarin dose prior to the test on (B)(6) 2018. There was no allegation of an adverse event. Corresponding retention test strips (314043) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.